Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seventeen (17) years since the subject device was manufactured. When the subject device was returned to olympus for evaluation, an additional adverse event of foreign matter adheres to the nozzle was found. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, a definitive root cause of the foreign material remained in the device could not be determined. However, it is likely that the foreign material was silicic acid (medical solution-derived), organic silicone (medical solution-derived), and protein (human-derived). The event can be prevented/detected by following the instructions for use described in the instruction manual (cleaning/disinfection/sterilization section) ¿chapter 3, section 5, manual cleaning, cleaning of external surfaces.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a thin film of foreign matter adhered to the objective lens surface. There were no reports of patient involvement.